Manufacturer narrative:
Concomitant product: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The consumer reported a loss of therapy. The patient was at 0.70v and the implantable neurostimulator (ins) was on. The patient increased to 1.00v but could not feel anything in her body. This occurred 2 days prior. The patient then reported that they stopped receiving any relief from the spinal cord stimulator (scs) device this morning. They tried adjusting the settings but the patient was not getting any relief from the device. The patient contacted a manufacturing representative (rep) and the rep thought that they needed to switch out the patient programmer (pp). But the patient reported that the controller was working and she was able to make adjustments. The problem was that she was not feeling relief from the stimulator. The patient was advised to contact their healthcare provider (hcp). The patient's relevant medical history includes failed back surgery syndrome and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.